Event description:
In a review titled "application of x stop device in the treatment of lumbar spinal stenosis", the following was reported: three complications were noted intraoperatively or within 72 hours postoperatively including: one ischemic coronary episode, one respiratory distress event, one episode of pulmonary edema. Device related complications were documented including: an asymptomatic spinous process fracture discovered on 6 month follow up imaging. One pt who complained of worsening pain 382 days after placement of the x stop device. No additional info was reported.

Manufacturer narrative:
Report source: review titled "application of x stop device in the treatment of lumbar spinal stenosis", by xiaobin yi, md and bradley mcpherson, md. Method - device not returned; followed up with author. Reference: 2953769-2010-00570.